Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing: no conclusion could be drawn. Placeholder.

Event description:
During a cervical (vectra) plate removal procedure, a tip of the driver broke off. While removing the last screw out of the plate, the driver, part 352.311, lot 606149d09, met some resistance due to tissue overgrowing onto the screw. While putting pressure onto the driver, the tip broke off. A replacement was used to successfully complete the surgery and all pieces were retrieved. There was no delay to surgery and there was no reported adverse effect to the patient. This is report 1 of 1 for complaint number (B)(4).